Manufacturer narrative:
No patient information provided to date after calls to customer 07/27/2022 and 08/01/2022. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure during a case. There was no report of patient injury.